Event description:
A pulsar-18 peripheral stent system was selected for treatment. The stent was expired (ubd: 31/3/2022) when it has been implanted on (B)(6) 2022. UDI (B)(4).

Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause was identified. The instrument is shipped with a product label which clearly indicates the use by date. The instrument was used after the use by date which is warned against in the IFU.